Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to a critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of (B)(6) 2023,. There was no data available to verify unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2023, in the formatted history file. However, critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on (B)(6) 2023, 12:05:00.000 and (B)(6) 2023, 12:15:00.000. The pump was cut open to perform visual inspection and found moisture damage/corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file due to moisture damage/corrosion on the pcba 1, pcba 2 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. The pump was received with a depleted energizer max alkaline battery installed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. Please see below for the customer's daily total of all insulin delivered surrounding the date of (B)(6) 2023 listed on pump history and the days prior to that date. (B)(6) 2023, dailytotalofallinsulindelivered: 354250 (35.425 u); (B)(6) 2023, dailytotalofallinsulindelivered: 380750 (38.075 u); (B)(6) 2023, dailytotalofallinsulindelivered: 361250 (36.125 u); (B)(6) 2023, dailytotalofallinsulindelivered: 354250 (35.425 u); (B)(6) 2023, dailytotalofallinsulindelivered: 346250 (34.625 u); (B)(6) 2023, dailytotalofallinsulindelivered: 353250 (35.325 u); (B)(6) 2023, dailytotalofallinsulindelivered: 214750 (21.475 u); (B)(6) 2023, dailytotalofallinsulindelivered: 0 (0 u); (B)(6) 2023, dailytotalofallinsulindelivered: 0 (0 u); (B)(6) 2023, dailytotalofallinsulindelivered: 0 (0 u); there is no available data after (B)(6) 2023. Unable to perform the required testing and upload pump to carelink due to a critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to moisture damage/corrosion on the pcba 1, pcba 2 and force sensor. During visual inspection, moisture damage/corrosion was also found on the motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer passed away on (B)(6) 2023. The cause of death was unknown. The customer¿s blood glucose was unknown. Troubleshooting was declined. The customer wearing the insulin pump at the time of death was unknown. The insulin pump was returned for analysis.